Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt) and dizziness. Health care professional (hcp) stated that the device is burning up inside in which it is cold to touch, and patient is falling around the room. Also, patient is about three times to the alcohol limit. Hcp recommended detox. This device remains in service. No adverse patient effects were reported.